Event description:
The implantable neurostimulator was replaced due to end of service. At replacement surgery the extension was wiped down repeatedly and re-seated in the device. After surgery, the pt experienced in the pocket. Impedances were greater than 40,000 ohms. The leads were renumbered. Afterward the pt experienced effective stimulation therapy. The pocket stimulation resolved. Some electrode impedance readings remained high. The field staff considered the event resolved.

Manufacturer narrative:
(B) (4).